Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image and frozen image occurred due to a defective printed circuit board (dp board). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that when inserting the scope into the processor while using the evis exera iii video system center, there was noise in the peripheral area of the image. The issue was found during maintenance. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the image freezes intermittently with the gif-h170 (gastrointestinal videoscope), permanently with the series 190 scopes and the image blacks out and there is no image with the ch-s190-xz-eb camera head due to a defective printed circuit board.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the image freeze, and no image, there was also dust on the board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.